Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, the ace 64 fractured while being used inside the patient. The physician required a snare device to remove the fractured ace 64. The procedure successfully continued using a stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 39.0 cm and fractured approximately 113.0 cm from the hub; the ace 64 was stretched approximately 101.5 cm from the hub. Conclusion: evaluation of the returned device revealed that the ace 64 was kinked and fractured. This type of damage typically occurs due to improper handling during use. If the device was forcefully retracted against resistance, damage such as a fracture may occur. The kink in the ace 064 was likely incidental damage and may have occurred during packaging the device for return. Further evaluation revealed that the fractured segment of the ace 64 was snared inside the neuron max. The ovalization of the neuron max distal tip likely occurred while snaring the ace 64 into the neuron max. The returned 5max ace was noticed as fractured when removed from the packaging hoop by the penumbra investigator. The 5max ace was not mentioned in the complaint and, therefore, the cause of the fractured 5max ace shaft could not be determined. 5max ace, neuron max, and ace 64 devices are 100% visually inspected for damage during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.